Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
During the insertion of a zero-p implant at level c5-c6, the clip and the plate broke from the implant. Both pieces were immediately retrieved. The suspect implant was not completely inserted. A replacement zero-p was implanted without consequence.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The zero-p implant was received in assembled condition. No visible damages. The function test has shown that the implant can be assembled and disassembled as required. Also the peek holds in position after assembling and can only with force be removed. No manufacturing related fault could be detected. The implant is designed to have a semi-rigid connection between the plate and spacer. The intent for this design was to decouple the plate from the spacer, so the plate could perform similar to an anterior plate, and the spacer could perform similar to an interbody spacer. This decoupled design scheme is meant to minimize the stress between the plate and spacer. Thus, the plate and spacer were designed as separate parts that have complimentary mating features that are keyed to only assemble in one direction. The implant design does allow it to be reassembled if it dissociates if the surgeon chooses to do so, however the most conservative solution is to use a new implant as described in the risk assessment.